Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. The customer is unsure of what his expected range should be due to not having tested his glucose in over a year. Verified the strips expire 05/19/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: 1:hi mg/dl (B)(6) 2015 06:59:56 am fasting: yes. 2: himg/dl (B)(6) 2015 06:47:56 am fasting:yes. 3: himg/dl (B)(6) 2015 06:42:56 am fasting:yes. 4: himg/dl (B)(6) 2015 06:40:56 am fasting: yes. 5: 479mg/dl (B)(6) 2015 07:29:56 pm fasting: yes. No adverse event reported.